Event description:
Nellcor puritan bennett received a call from a user facility rep on 7/12/1999, who called to report the following problem: pt states when remote alarm is connected to vent, there is no remote alarm.